Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company has been informed the recipient's device was reportedly explanted. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was obtained. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This older device configuration is no longer manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: sections b.3, d.6b, d.9 & h.6. The recipient's device was explanted. The recipient was not reimplanted. The recipient was hospitalized due to infection, and the device was removed. It is noted that the electrode array had extruded out of the cochlea. It is also noted that the recipient reportedly received little to no benefit from the device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction information: section h.6. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction information: section b.1 & h.1. Additional information: section b.1, b.2 & h.1. Advanced bionics considers the investigation into this reportable event as closed. The recipient has healed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.